Event description:
Additional information was received indicating reprogramming was performed to resolve the event.

Event description:
It was reported, episodes of post paced t wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.